Event description:
It was reported that during an implant attempt the right ventricular (rv) lead had low r waves and the helix would not expand probably due to tissue in the helix. Another rv lead was placed. It was also reported during the implant attempt that a left ventricular (lv) lead had poor thresholds and diaphragmatic stimulation. A second lv lead was attempted that had high thresholds. Another lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found.